Event description:
It was reported that this pacemaker exhibited loss of capture on the non-(B)(6) right ventricular (rv) lead. The patient experienced bradycardia. Currently, this product remains in service and no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).